Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced low blood glucose that required 3 medical interventions by ambulance. He reported that the insulin pump had a blank display and unresponsive keypad, which led him to discontinue insulin pump therapy. He declined to troubleshoot for the blank display and did not observe any significant events leading to the keypad anomaly. About 14 days later, he was unresponsive with blood glucose of 32 mg/dl on (B)(6) 2015; the ambulance treated him with liquid glucose. On (B)(6) 2015, he was unresponsive with blood glucose of 30 mg/dl and treated with liquid glucose by ambulance workers after having been off the device for over a month. On (B)(6) 2015, the same issue recurred. He had been off the insulin pump for over 2 months and had reverted to a back-up plan. He experienced seizures during the low blood glucose events. The customer was advised to discontinue use of the insulin pump, replace the device and return the device for analysis.